Manufacturer narrative:
On (B)(6) 2017, the contact thought that the occlusions may be due to the customer being very lean and a different type of infusion set was to be used. The customer reverted to using a non-tandem pump until the type of infusion set was decided. On (B)(6) 2017, the customer reported to changed the infusion set type and resumed tandem pump therapy and have not encountered any further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The blood glucose (bg) level was not known. The customer disconnected from the pump and reverted to using insulin injections to manage diabetes. The contact reported that earlier in the day the customer experienced a bg level of 50 mg/dl as the customer did not set a temporary basal rate during a work-out. The customer addressed the low bg by disconnecting from the pump and consuming juice and candy.